Manufacturer narrative:
The device was returned to the factory for evaluation. Evidence of clinical use and slight evidence of blood were not observed. A visual inspection did not identify any nonconformance. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 set at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained activated while it was not being activated on the handpiece. It was put in the patient's leg and removed after the self activation was noticed. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Harvester claimed the hemopro remained active while he was not activating it on the handpiece. He noticed it when he put it in the patients leg and removed it. He finished the case with another hemorpro. Account said they did not know the age of the hemopro cords or the generators.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained activated while it was not being activated on the handpiece. It was put in the patients's leg and removed after the self activation was noticed. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Harvester claimed the hemopro remained active while he was not activating it on the handpiece. He noticed it when he put it in the patients leg and removed it. He finished the case with another hemorpro. Account said they did not know the age of the hemopro cords or the generators.